Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh (manufacturer). The excor blood pump, s/n (B)(4) was used from (B)(6) 2015 to (B)(6) 2016 (260 days). We have reviewed the production records of the excor blood pump s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. To reduce the mechanical friction between layers as well as between the air-side layer and the stabilization ring, membrane layers are coated with graphite powder. Both sides of the air-side layer and the middle layer, and only the inner side of the blood-side layer are coated with graphite. During initial analysis, before the cleaning of the pump, graphite deposits in the air chamber and an uneven pattern of membrane were detected. However a non-parallelism of the membranes could not be confirmed in the assembled pump. Further evaluation of the disassembled pump showed graphite free areas on the air-side layer of the membrane along the stabilization ring and diminished graphite coating on some areas of the blood-side layer of the membrane on the side facing the middle layer of the membrane. The distance between the middle and blood-side layers was at the low end of the specification. The graphite deposits in the air chamber can be attributed to the abrasion of the graphite coating on the air-side membrane along the rolling radius of the stabilization ring over time. The uneven pattern on the membranes was caused by the removal of graphite between the middle and blood-side layers. This could be due the reduced distance between the middle and blood-side layer which was at the low end of the specification.

Event description:
The (B)(4) distributor informed the manufacturer, berlin heart (B)(4), via email that a patient at (B)(6) university supported with berlin heart excor blood pump, in the lvad configuration, had a pump exchange due to visible black particles in the air chamber of the affected excor blood pump. These black particles were further visible in the driving tube too. In addition, the clinic stated that the individual membrane layers of the triple layer membrane did not appear to be parallel to one another. The pump performance was not impaired and the patient was supported as intended at all times. The excor blood pump was replaced by trained personnel at the clinic. The exchange of the excor blood pump was uneventful and the patient is reported to be stable.